Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using the apheresis port. On (B)(6) 2025, the device could not be aspirated. It was further reported that upon checking it was noted that the catheter allegedly fractured at the internal jugular vein. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using the apheresis port. On (B)(6) 2025, the device could not be aspirated. Upon checking it was noted that the catheter allegedly fractured at the internal jugular vein. Port was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerflow apheresis implantable port with an attached catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A longitudinal split was noted approximately 2.6cm from the distal end of the cath-lock. The distal catheter segment was not returned. The edges of the longitudinal split on the attached catheter were noted to be uneven. The surface could not be determined as additional damage would be caused in area. Aspiration was attempted and was unsuccessful only air returned to the in-house syringe attached. Therefore, the investigation is confirmed for the reported fracture and suction issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.